Manufacturer narrative:
(B)(4). Date sent: 01/09/25 d4: batch #unk additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Partially fire was there any difficulty opening the device? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch # c9e07y, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lobectomy procedure, it was observed that the device could not fire farther after fired a little. Noted the battery was with abnormal high temperature. Another device was used to complete the surgery. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent 1/22/2025. D4 batch #959c74. Investigation summary : the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and one gcflgg reload loaded on the device. The reload was partially fired 1/3. No functional test was performed due to the condition of the device. No conclusion could be reached on the cause of the reported event of battery pack temperature since the battery was received drained. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 959c74, and no non-conformances were identified.